Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower-mid back pain') in an adult female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hematoma. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss"), arthralgia ("joint pain") and nausea ("nausea") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, vaginal discharge and arthralgia had resolved, the migraine and alopecia was resolving and the headache, fatigue, uterine leiomyoma, weight increased and nausea outcome was unknown. The reporter considered alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2020: plaintiff fact sheet: new event "nausea" were added. On 8-apr-2020: pfs received: additional reporter information added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower-mid back pain') in an adult female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hematoma. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed. At the time of the report, the back pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, vaginal discharge and arthralgia had resolved, the migraine and alopecia was resolving and the headache, fatigue, uterine leiomyoma and weight increased outcome was unknown. The reporter considered alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Event weight gain added. Outcome for events were updated. Onset dates for event added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.